Event description:
Caller reported an error related to their continuous glucose monitor, specifically error 42. There was no adverse impact to the customer¿s blood glucose level. Customer successfully started their sensor session after cts provided pump reset information and guided the caller through the process.